Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed the white blood count (wbc) differential sample line was cut. The fse replaced the differential line to repair the leak and the retic sample line as a preventive measure. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer contacted beckman coulter (bec) stating that while the operator was running patient samples they noticed a 10 - 20 ml leak underneath the coulter® lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was unable to identify the source of the leak. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event.